Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining high readings with the use of the adc freestyle libre sensor. Customer self-treated with insulin and subsequently went into hypoglycemia and experienced a seizure and loss of consciousness. The customer's wife called emergency services to their home where they administered a glucagon injection and "2 bags of glucose" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Reprogrammed sensor to perform linearity testing and all results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported obtaining high readings with the use of the adc freestyle libre sensor. Customer self-treated with insulin and subsequently went into hypoglycemia and experienced a seizure and loss of consciousness. The customer's wife called emergency services to their home where they administered a glucagon injection and "2 bags of glucose" as treatment. There was no report of death or permanent injury associated with this event.